Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a missing end cap sticker, cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer states insulin was squirting out of the insulin pump. The insulin pump alarmed during the prime process. The drive support cap is flush. The insulin pump will be replaced. The customer's blood glucose is 78 mg/dl. The customer states that the insulin pump wasn't dropped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.